Manufacturer narrative:
In initial report, date of birth was omitted. This follow up has the date of birth entered in section a2. In initial report, patient gender was omitted. This follow up has the patient gender entered in section a3. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Lot #: unknown, as the lot number of the device was not provided. Expiration date: unknown, as the lot number of the device was not provided. UDI#: unknown, since product lot number was not provided. Device manufacture date: unknown, as the lot number of the device was not provided. Patient code of (B)(4) is provided for aborted procedure the chair used was examined and tested at the customer location by an abbott field service specialist (fss).the fss was not able to duplicate/confirm the pillow deflating during surgery but proactively replaced the pillow and suction line as a precautionary measure. The fss provided training awareness on ensuring the tubing is lightly pushed into the pillow orifice before applying vacuum and remove once vacuum is completed. The fss inspected the joystick thoroughly and was not able to duplicate/confirm joystick-button issue. As a proactive measure the joystick was replaced with new hardware and adjusted accordingly. The fss noted the new joystick¿s movements were working properly. The x and y plane potentiometers were calibrated electrically. The field service specialist (fss) performed a checklist and verified all modes of operations. The unit meets amo specifications. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction breaks with a patient interface (pi) during a laser treatment. In addition, the surgery center indicated the right and left eye buttons were not working properly but would work when the joys stick was nudged and the patient pillow would deflate during laser treatment. All laser treatments were completed without further complications with the exception of one laser treatment that needed to be rescheduled. There was no patient injury reported.